Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. It was reported that the patient had highly tortuous external iliac arteries. Therefore, a "pull-through technique" was used to insert a gore dryseal sheath (sdv1828/10804498) from the right femoral artery. After the sheath was advanced to distal of the right renal artery, the pull-through wire was accidentally withdrawn; thus, another stiff wire was inserted from the right femoral artery to place the trunk-ipsilateral leg component. The trunk-ipsilateral leg component was deployed successfully distal to the right renal artery. Contralateral leg components were also deployed and touch-up ballooning was performed. Final angiogram showed no endoleak, and the procedure ended. On (B)(6) 2013, the patient presented with decline in urine production and renal function. Computed tomography indicated no blood flow into the renal arteries. It was revealed that the trunk-ipsilateral leg component was covering the ostium of both renal arteries. A review of the images from the initial procedure on (B)(6) was conducted, which revealed coverage of the renal arteries by the trunk-ipsilateral leg component. The physician indicated that the sheath may have pushed the trunk-ipsilateral leg component proximal, resulting in the coverage of the renal arteries. The patient is currently undergoing dialysis treatment.